Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba installed in known good unit. Powered in service mode and exported event error log, found multiple transducer faults along with vent inop. Powered unit in ventilating mode with received settings, powered with no anomalies. Run unit for a couple hours without any anomalies, installed oscilloscope to transducer and solenoid pt800 and s903 to measure the solenoid response time at zero. Cycled unit off/on and applied diagnostic freeze spray to solenoids to cool down solenoid, reported problem was duplicated. Findings/root-cause: problem was duplicated and isolated to slow solenoid s903 response.

Event description:
The customer reported that while in patient use the ventilator became inoperative with audible and visual alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.